Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was inconclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, inadequate material selection, and/or bonding between layers, degradation. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the distal end was entering the ureteral stent, severe exfoliation occurred with the guide wire. The customer had no confidence on the product and discontinued use of the product. Currently, the customer did not use the product, thinking there was a high operation risk. Per additional information received from sales representative on (B)(6), 2023, stated that when the guide wire was used during the operation, there was no problem with the first insertion, but the guide wire needed to be adjusted. But during the second insertion, the hydrophilic coating on the surface of the guide wire appeared peeling and it was stopped being used. The guidewire was not continued to use, and continued the operation after changing the guide wire or changing the brand. The guidewire was completely removed from the patient and no pieces residual in the patient. However, doctors had poor experience in using the guide wire, and it significantly increased the operation time and operation risk. The doctor said that they had no confidence in continuing to use the bard guide wire. And this kind of situation had appeared in the past three months or so, does not occur in every surgery, and it would happen occasionally from time to time. Per follow-up information received from ibc on (B)(6), 2023, stated that the additional complaints were already raised for additional cases of flaking.

Event description:
It was reported that when the distal end was entering the ureteral stent, severe exfoliation occurred with the guide wire. The customer had no confidence on the product and discontinued use of the product. Currently, the customer did not use the product, thinking there was a high operation risk. Per additional information received from sales representative on 03apr2023, stated that when the guide wire was used during the operation, there was no problem with the first insertion, but the guide wire needed to be adjusted. But during the second insertion, the hydrophilic coating on the surface of the guide wire appeared peeling and it was stopped being used. The guidewire was not continued to use, and continued the operation after changing the guide wire or changing the brand. The guidewire was completely removed from the patient and no pieces residual in the patient. However, doctors had poor experience in using the guide wire, and it significantly increased the operation time and operation risk. The doctor said that they had no confidence in continuing to use the bard guide wire. And this kind of situation had appeared in the past three months or so, does not occur in every surgery, and it would happen occasionally from time to time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.